Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced nine infusion sets fell off events during doing use on date 08-june-2024. The infusion set was in use for some hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: (B)(6).